Manufacturer narrative:
The devices have not been returned for evaluation; therefore, the investigation is inconclusive for crack as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that an nod8lpt drainage device allegedly experienced a crack. This information was received from various sources. The crack involved four patients with no patient consequence and the others there was no patient contact. Three patients ranged from 46-62 years of age and 57-65 kgs. Of the reported patients, four were male and the age, weight, and sex were not reported for the other patient involved.